Event description:
It was reported that the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate electric shock due to oversensing. The patient was seen in the clinic and reprogramming efforts were performed. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.